Event description:
It was reported that a patient underwent a cardiac ablation procedure with a ez steer thermocool nav and right out of the packaging, the medical team noticed an uninsulated part approximately 1 cm from the distal tip. The device was never used inside of the patient. The damage did not result in wires being exposed or any lifted/sharpened rings.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-jan-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a ez steer thermocool nav and right out of the packaging, the medical team noticed an uninsulated part approximately 1 cm from the distal tip. The device was never used inside of the patient. The damage did not result in wires being exposed or any lifted/sharpened rings. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies on the device. The condition reported by the customer its a normal condition of the device according to the manufacturing procedures. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. The broken tip issue reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).